Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of signals in the patients rhythm, with the patient having a change in their rhythms morphology. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Further in clinic examination in clinic was performed and treadmill tests were performed. Ts discussed programming options based on tests results. This device remains in service. No additional adverse patient effects were reported.